Event description:
It was reported that when the asymptomatic presented in clinic for follow-up, post-paced t-wave oversensing was observed. Programming changes were recommended. Patients condition was good.